Event description:
Terumo medical corporation received the following information: it was reported that after the procedure, antegrade approach into femoral artery, an angio-seal was placed into the artery. After following procedural steps, the anchor was not released from the device and the physician removed the closure device without closing the puncture. Mechanical compression followed and proceeded. Patient was not harmed and there were no further complications.

Manufacturer narrative:
A1: patient identifier: a2: age & date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: b3: date of event: d6a: implanted date: d6b: explanted date: e2: healthcare professional : e3: occupation: the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.